Manufacturer narrative:
The used company cartridges were not returned for evaluation. A video was provided. The cataract removal was shown. The lens and cartridge preparation was not shown. The cartridge comes into view as the tip is inserted into the incision. The lens has been advanced to the parting line. Both haptics are tucked in the optic fold. The lens is advanced into the eye. Two areas are observed, which may be possible scrape marks or material on the posterior surface of the optic. Unable to determine from the video, as no attempt to remove the ¿marks¿ was made. The lens was left implanted. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The indicated lens and handpiece are qualified. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A video was provided. The cartridge and lens preparation were not show. Possible scrape marks or material was observed on posterior surface of the optic. Unable to determine from the video, as there were no attempts to remove the ¿marks.¿ a non-qualified viscoelastic was indicated. Per the IFU (instructions for use): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during implantation of an intraocular lens (iol) the optic cracked. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. In surgeons opinion in the video the crack seemed like lubricant of the cartridge. Additional information was requested and received stating that in surgeons opinion there was a possibility that coating material of the cartridge was adhered on the lens.